Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother also reported that the insulin pump had cracks. The customer's blood glucose was 42 mg/dl at the time of incident. The customer's blood glucose was 207 mg/dl at the time of call. The customer's mother stated that they had high blood glucose of 308 and was treated by bolus. The customer's mother treated the low blood glucose with food. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. Unable to confirm the broken belt clip due to the pump being received without the belt clip.